Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: device not returned therefore analysis of complaint device could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(6) clinical study. It was reported that the patient died. In (B)(6) 2013, the patient presented with stable angina pectoris (ccs type: ii) and the index procedure was performed. The 90% stenosed, 2.0 x 15 mm, eccentric, de novo, type b2 target lesion contained a lesion bend of < 45 degrees and was located in the moderately calcified distal left circumflex (lcx) with timi flow 3. The lesion was treated with pre-dilation and placement of a 2.25 x 24 mm promus element¿ plus stent at 11 atmospheres. Following post dilatation, residual stenosis was 0% with timi 3 flow. The procedure was completed without any issues. Thirteen days post procedure, the patient was discharged.